Manufacturer narrative:
(B)(6). (B)(4).

Event description:
During a lateral collateral ligament repair procedure it was reported that two anchors broke. A backup device was used to complete the procedure. No additional bone holes were required to be drilled and both anchors were completely removed from the patient. No delay was noted and no patient impact as a result.

Manufacturer narrative:
Evaluation narrative - two 2.8 twinfix ti w/ultrabraid were returned for evaluation. Visual assessment of the devices confirmed the reported breakage. The anchor has broken at the eyelet. The eyelet portion of the anchor remains in the inserter shaft. Examination of the inserter shaft using a stereo microscope showed the hex of the anchor eyelet is no longer in alignment with the hex of the shaft. The hex of the eyelet is deformed. This condition is normally attributed to improper site preparation or excessive torque being placed on the anchor during use. With the limited clinical details provided regarding bone quality and site preparation a root cause cannot be determined. Device returned for evaluation on 17 december, 2015. (B)(4).